Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the needleless connector was leaking at the time of PICC insertion. The product was removed and another product was utilized.

Event description:
It was reported that the needleless connector was leaking at the time of PICC insertion. The product was removed and another product was utilized. The maxzero was flushed prior to connecting to the PICC line. This was noted during the insertion process of the PICC. It was ns with heparin flush that was used. The leaking was noted after the PICC was inserted, but prior to the line being taped in place and the sterile field being broken. It was decided to attach a t-connector with a pre-connected maxzero at the end of the PICC line so that it would maintain a closed system, but with not have the luer lock bottom and possibility of leaking from a different maxzero. The leaking occurred where the max zero was luer locked to the end of the PICC catheter itself. The leak was found prior to dressing the line.